Manufacturer narrative:
The customer contacted the siemens customer care center. The customer declined to have a siemens customer service engineer dispatched to the site. The cause of the discordant, falsely elevated tnl-ultra result is unknown. The system is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tnl-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The sample was rerun on the same instrument, resulting lower. Both the initial and repeat results were reported to the physician(s), who questioned them. The sample was also tested on an alternate instrument, resulting negative. The corrected result was reported to the physician(s). There are no reports of adverse health consequences due to discordant, falsely elevated tnl-ultra result.